Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for parkinson's disease. It was reported that patient was aphasic/could not communicate/talk. The caller stated that these symptoms were not related to the patient's devices/therapy. The caller then went on to say that the patient suddenly had a stroke, and it was unknown whether it was related to the therapy.